Manufacturer narrative:
Sections d4, f9, and h4: the serial number of the device was requested but was not provided, therefore the expiration date, manufacture date, age of device, and unique device identifier (UDI) are unknown. Manufacturer's investigation conclusion: the evaluation of the submitted log file confirmed the report of a no external power alarm; however, a specific cause for this finding and a direct correlation to the patient¿s mpu could not be conclusively established. There was one no external power event occurring on (B)(6) 2018 at 23:00:48 which appeared to be associated with a loss of ac power while the controller was connected to an mpu. This event could have been caused by the ac power cord disconnecting from the back of the mpu, the power cord being disconnected from an outlet, or the loss of power to the home. The controller's backup battery powered the pump during the no external power event. Also of note, there was 1 transient controller fault flag for low flow captured on (B)(6) 2018 at 07:48. However, this flag was not active long enough to trigger a low flow hazard alarm. The remainder of the file was unremarkable. The pump appeared to function as intended. Multiple requests for additional information, including the mpu serial number, were sent to the customer; however, no additional information was received. No inspection was performed as the mpu was not returned for analysis. The hmii patient handbook contains an alarms and troubleshooting section which describes all alarm conditions, including no external power alarms, as well as the appropriate actions to resolve each alarm. In the case of a no external power alarm, the user is instructed to immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). This document also contains a powering the system section which explains how to use the mobile power unit. Connecting the power cord is also described in this section. The user is cautioned to avoid positioning the mobile power unit where access to the power cord plug into the wall socket is limited or where disconnection of the plug from the wall socket is difficult. The user is also warned that if there is a power failure, to transfer from the mobile power unit to another power source. The backup battery in the system controller will temporarily power the pump while the user transfers to batteries; however, the user should not rely on the controller¿s backup battery as a power source during ac power failure, as it will only power the pump for a limited amount of time and the pump will stop. The powering the system section also cautions that at least one system controller power cable must be connected to a power source at all times. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The mobile power unit is not a single use device. The approximate age of device could not be determined as the serial number was not provided. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2018. It was reported that a no external power was observed in the patient's system controller history file. The log files submitted to the manufacturer's technical services for analysis confirmed a low power hazard and no external power events on (B)(6) 2018 between 23:00:48 & 23:00:53 which could have been due to the mobile power unit (mpu) ac power cord coming loose at the mpu or ac wall outlet. The remainder of the log file data was unremarkable. No further information was provided.